Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a "ruptured" and that "the implant had rotated". Later through medical report healthcare professional reported "implant inversion", "double capsule formation" and "capsular fibrosis iii" this record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and malposition.

Event description:
Patient reported a "ruptured" and that "the implant had rotated". This record is for the right side. The device was explanted.